Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/18/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was received dry in a little jar, but cut in pieces. Considering the condition of the return sample, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided, best estimate is between 6/14/2019 - 11/15/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt300 intraocular lens (iol) was explanted from the patients right eye due to visual disturbance. At explant there was no incision enlargement required, and the explanted lens was replaced with a model zma00 iol. Current patient status noted as patient has recovered. No additional information was received.